Event description:
Boston scientific received information that this product was part of a system revision due to infection. It was reported the entire system was explanted due to (B)(6) and sepsis with vegetation. The patient was being treated with intravenous antibiotics. The device and leads were sent for cultures at the hospital. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.